Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1528 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when operating, the nurse found that the extension tubing of the catheter was obstructed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an obstructed catheter is inconclusive due to poor sample condition. One 4 fr groshong nxt two-piece connector was returned for evaluation. The connector was observed to be assembled to the catheter. The clear strain relief sleeve and catheter appeared to have been trimmed off prior to return. Microscopic observation through the distal end of the connector revealed the catheter and compression sleeve to be present. The extension tubing assembly was infused with water and was found to be patent to infusion. No obstructions were noted. The trimmed catheter segment was not returned which did not allow for inspection and functional testing; therefore, the complaint of an obstruction could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when operating, the nurse found that the extension tubing of the catheter was obstructed. No other information was provided.